Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
This is a correction to the initial report submitted august 3, 2015, the 'date received by manufacturer" has been updated from 06/06/2015 to the correct date of 07/06/2015. Date was reported accurately in 'describe event or problem' of initial report.

Manufacturer narrative:
Follow up 15-oct-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hysterosalpingogram test in order to check placement as well if her tubes were then blocked and the result showed one of coils migrated. She was having a total hysterectomy to reverse this procedure. This event is serious due to medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (#mw5042267) in united states on 06-jul-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that she the essure placed in 2014 and has had vaginal bleeding, severe bloating, excruciating pelvic pain, lots of hair loss, and migraine headaches since having this placed. She had times where her legs went numb where she bled enough to fill a pad each hour and had been unable to work. She had the hysterosalpingogram test to check placement as well if her tubes were then blocked and it showed that one of her coils has migrated and she was having a total hysterectomy to reverse this procedure in 2015 (no details mentioned). Consumer had not had a single symptom until the day the essure was placed. Percocet was added as a concomitant drug. No additional information was provided. Ptc investigation result was received on 15-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent a hysterosalpingogram test in order to check placement as well if her tubes were then blocked and the result showed one of coils migrated. She was having a total hysterectomy to reverse this procedure. This event is serious due to medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.